Event description:
There was an allegation of analyzer alarms and questionable troponin results from the cobas e 801 module. For one patient, the initial result was 0.0663 ng/ml, and the repeat results were 0.0371 ng/ml and 0.00300 ng/ml. Allegedly, based on the initial troponin results, the patient was admitted to the hospital. The patient reportedly underwent a coronary angiogram. The patient reportedly received heparin, midazolam, cedocard, and contrast fluid. There were no adverse reactions to the medications. The patient was discharged from the hospital the day after. Refer to the medwatch with a1 patient identifier (B)(6) for additional patients involved in this event.

Manufacturer narrative:
The reagent lot number was 811848. The expiration date was not provided. The field service engineer found plastic particles in the main pump filter. He cleaned the degasser, replaced the filter and the gear pump, and performed a decontamination of the entire system. Qc was performed and passed. The investigation determined that the service actions resolved the issue.